Event description:
(B)(4). It was reported that post percutaneous coronary intervention, myocardial infarction and chest pain associated with exertion, nausea, and shortness of breath occurred. In (B)(6) 2009, the subject¿s qualifying condition was stable angina and cardiac catheterization was recommended. The index procedure was performed. The target lesion was located in the distal left circumflex (lcx) with 90% stenosis, a length of 16 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and direct placement of a 3.0mm x 18/20 mm study stent with 0% residual stenosis. One day post procedure subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with chest pain radiating to neck and left arm associated with exertion, nausea and shortness of breath. The subject was hospitalized on the same day. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi (peak troponin I=0.12ng/ml, uln=0.04ng/ml). One day post admission coronary angiography was performed. The 90% stenosis noted in proximal/mid left circumflex (lcx) was treated with placement of drug eluting stent, with 0% residual stenosis. In addition, the 99% stenosis noted in proximal right coronary (rca) artery was treated with direct placement of drug eluting stent, with 0% residual stenosis. Two days post procedure, the subject was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).